Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pulse generator replacement procedure. During the procedure, the device was programmed to voo at a set output rate. When electrocautery was used, the device output dropped for thirty seconds before returning to normal output rate. The replacement procedure was completed without further adverse consequence to the patient.

Manufacturer narrative:
The reported field event of low voltage/output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Electrical and mechanical tests performed including output verification in field settings did not find any output anomaly. The output anomaly reported on the field is consistent with the use of electrocautery.